Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise. As a result a revision was performed and the lead was successfully explanted and replaced. Upon explant it was observed that the distal coil appeared to be separated from the lead body. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Visual observation noted a cut in the trilumen insulation at 26.5 centimeters from is-1 pin most likely due to removal of suture sleeve, with a corresponding cut noted in the suture sleeve. The distal shocking coil was separated from the ma bonding at proximal end. The lead was subjected to electrical testing and passed all of these tests so noise on the lead could not be confirmed.